Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lindsay s. Spekreijse, noel j.c. Bauer, frank j.h.m. Van den biggelaar, predictive accuracy of an intraoperative aberrometry device for a new monofocal intraocular lens, j cataract refract surg 2022; may 2021, volume 48 issue 5, 542 to 548. The manufacturer internal reference number is: (B)(4).

Event description:
In a journal article, a customer reported device could not measure intraoperative refraction despite absence of ocular comorbidities in the unknown eye of a patient.

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).